Manufacturer narrative:
(B)(4). One accutrac 200 laser fiber was returned for analysis. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared used. Additional examination under magnification revealed that the pattern on the tip face was consistent with minimal degradation. The fiber received was broken into two pieces. The first piece measured approximately 229 cm from the top of the connector to the break. The second piece measured approximately 90 cm from the distal tip to the break. Additional examination under magnification revealed that there was light debris on the fiber face. As a result, the aiming beam seen exiting the break was still bright, clear and slightly scattered and effective transmission was not measured due to fiber break. Functional analysis revealed that the ¿attach laser fiber¿ message cleared the console after attachment indicating that the fiber was recognized by the laser unit. The condition of the returned device would cause the sma connector to overheat under high power thereby confirming the event. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an accutrac 200 laser fiber was used during a percutaneous nephrolithotomy procedure in the kidney performed on (B)(6) 2016. Reportedly, the total energy used was 100 kilojoules on ultrasonic laser. According to the complainant, during the procedure and inside the patient, the connector became very hot. There was no injury to the physician/nurse. The procedure was completed with another accutrac 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition of the procedure was reported to be fine.